Event description:
It was reported that the patient received inappropriate high voltage therapy. The patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited one instance of oversensing of the noise due to electrocautery from an unrelated procedure. The patient was fine and will continue to be monitored.